Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Reference manufacturer report number: 2032227-2015-40702.

Event description:
The customer reported via phone call that he had insulin in the reservoir compartment. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer believes that the o-rings failed. Customer stated that there was a possible dark area above the reservoir in the pump where the motor is located. Customer stated that it could be fluid. Customer stated that the o-rings are pushed forward and there are droplets on the other side which should be dry. Customer also had bubbles on both sides of the o-rings. Customer was advised to return the reservoir and transfer guard.